Event description:
It was reported by the customer that the device had all three icons illuminated (service, attention and charge-pak). The device did power on; however, this failure is indicative of a device that will not remain powered on long enough for appropriate defibrillation to be delivered. There was no report of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): a follow-up call was made to the customer; in which they indicated that the device will be removed from service and replaced with a new one. The cause of the reported failure could not be determined.